Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The father stated his son's blood glucose was 556 mg/dl. The father had treated his son with a manual injection. The father also reported that his son was experiencing nausea and vomiting due to their high blood glucose. The father also reported his son had ketones. The father also stated he believed the high blood glucose issue was caused by an infusion site issue. It was also found the customer received no delivery alarms. The father declined to troubleshoot. No additional information provided.